Event description:
On (B)(6) 2014 a (B)(6) male underwent bilateral total knee replacement. During the disassembling of the plastic knee template, a triangular plastic piece broke away (approx. 0.5 cm x 0.5 cm x 0.3 cm). This occurred away from the surgical site and surgical field. No negative impact on pt care.